Event description:
It was reported that the patient presented prior to the scheduled left ventricular lead (lv) replacement procedure. Upon device interrogation, it was noted that the implanted right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced with a new lead on (B)(6) 2025. The patient was in stable condition.